Event description:
Device 2 of 2. Ref MFR report: 1627487-2011-03358.

Manufacturer narrative:
Eval: results: both extensions (from the same lot) revealed discoloration in the lead segments and extension headers. Visual analysis observed broken wires in the extension headers of both extension leads. Due to the broken wires, no functional testing could be performed. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.